Manufacturer narrative:
Summarized patient outcomes/complications of fluoroscopy time as a new predictor of short-term outcomes after transcatheter aortic valve replacement were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, dyslipidemia, smoking, anemia, chronic obstructive pulmonary disease, neurological dysfunction, severe liver disease, peripheral artery disease, carotid stenosis, critical perioperative state, coronary artery disease, prior myocardial infarction, prior cardiac surgery, prior myocardial revascularization (percutaneous coronary intervention, coronary artery bypass graft), chronic kidney disease, sinus rhythm, atrial fibrillation/flutter, pacemaker. Some of the complications reported were valve-n-valve procedure (surgical intervention), acute kidney injury, chronic hemodialysis, bleeding, need of transfusion (unexpected medical intervention), aortic regurgitation, permanent pacemaker implantation, cardiac arrest, new-onset atrial fibrillation/flutter, acute myocardial infarction, stroke, transient ischemic attack these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.

Manufacturer narrative:
Literature article: fluoroscopy time as a new predictor of short-term outcomes after transcatheter aortic valve replacement. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. The additional patient effects reported in the article are captured under a separate medwatch report. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "fluoroscopy time as a new predictor of short-term outcomes after transcatheter aortic valve replacement", was reviewed. The article presented a retrospective, multicenter study aimed to demonstrate the relationship between fluoroscopy time (ft) and the short-term outcomes after transcatheter aortic valve replacement (tavr) defined by to the valve academic research consortium (varc)-2 and -3 consensus documents. Devices included sapien xt, sapien 3, sapien 3 ultra, myval, corevalve, engager, evolut r, evolut pro, evolut pro+, portico, navitor, lotus, acurate, acurate neo, direct flow, and jenavalve. The article concluded longer ft is related with periprocedural and short-term outcomes after the procedure, especially in those that are more challenging. A ft duration of more than 30 min has an adequate accuracy in identifying varc-3 technical failure (ts and ds) and absence of varc-2 es, selecting patients who are likely to take advantage from more careful in-hospital follow-up. (B)(6) the time frame of the study was from march 2011 and april 2023. A total of 1797 patients were included in this study, of which it could not be confirmed how many received an abbott device. The average age was 80.86 years and the average gender was female. Comorbidities included hypertension, diabetes mellitus, dyslipidemia, smoking, anemia, chronic obstructive pulmonary disease, neurological dysfunction, severe liver disease, peripheral artery disease, carotid stenosis, critical perioperative state, coronary artery disease, prior myocardial infarction, prior cardiac surgery, prior myocardial revascularization (percutaneous coronary intervention, coronary artery bypass graft), chronic kidney disease, sinus rhythm, atrial fibrillation/flutter, pacemaker.